Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell 5. The home patient (hp) stated the supply bag became disconnected causing the se. The hp cycled the power and ended therapy. The technical service representative (tsr) advised the hp to inform their nurse of the missed therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error 2240 (air in set) was confirmed; however, no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.